Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The needle disengaged from the device. Another needle was opened but the same issue occurred. To complete the procedure, a third loading unit was used. No harm to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the needle disengaged from the device into the patient cavity. The needle was retrieved using graspers.